Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an autofill fault 90. There was no patient harm reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. The customer is performing ongoing repairs to the unit. Additional information requested from the customer with regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.